Event description:
Customer had a pt sample with a sodium result of 110 meq per l (accompanied by a critical range data flag) and a potassium result of 3.6 meq per l. The sample was rerun due to the critical range data flag, repeat sodium result was 135 meq per l and potassium result was 4.4 meq per l. The initial erroneous results were not reported to the physician, so the pt was not adversely affected. The sample was serum. It was collected in a bd gold top sst and centrifuged for 10 minutes. The field service rep determined the ise module was the cause of the discrepancies and he replaced the ise module. The field service rep verified proper analyzer operation by performing ise precision, calibration and qc.